Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that they tried several infusion sets and reservoir but still they had no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No excessive no delivery alarm noted. No cosmetic damage noted.